Manufacturer narrative:
Event date, describe event or problem, upn, catalog/model #, batch/lot/serial #, batch expiration date, batch manufactured date updated. (B)(4).

Event description:
It was further reported that the two stingray balloons were simply pulled out from the patient's body.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11677 , 2134265-2017-11700. It was reported that the guidewire perforated the shaft of the stingray balloon. The chronic totally occluded (cto) target lesion was located in the right coronary artery. Two stingray lp catheter and stingray guidewire were selected for use. During procedure, in an angulated artery the stingray guidewire was introduced into the shaft of the balloon. However, it was noted that the guidewire perforated the shaft of the balloon and made it unusable. Then, a second stingray balloon was used but the same problem occurred. The procedure was completed with a different device. No patient complications were reported and patient's status was good.